Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented with the following preoperative diagnoses: l4-l5 and s1 fusion failure with intractable lumbar rad iculitis. The patient underwent the following procedure: left l5 transpedicular bone screw replacement with redirection with 7.5 x 50 mm screw. Posterior rodding with 60 mm rod. Bilateral l4 hemilaminotomies and foraminotomies with s1 foraminotomies. Posterior f usion with bone morphogenic protein and bone graft. Closure of durotomy x 2. Brief history : the patient underwent placement of transpedicular bone screws and rods and a fusion for an l5-s1 spondylolisthesis. He has had worsening pain since then in his back and both lower extremities. He was found to have failure of the fusion at all levels but also to have significant persistent foraminal stenosis at l5-s1 . He elected to proceed with surgery to try to distract l4, ls, and s1 and also to perform foraminotomies to try to decompress the nerve roots. The patient also had an endoscopy done immediately prior to surgery, as he had eaten some meat on the prior day that had lodged in his esophagus. Per op notes: they removed the rod on the right side at l4-l5 and s1. They then replaced this bilaterally with 60 mm rods. These were secured using the locking mechanism, but they also distracted each level fairly significantly to allow for passage of the nerve roots through these areas. Following this they decorticated the remaining bone laterally and then placed bone morphogenic protein with bone graft over this. The dura was then covered with duraform followed by duraseal.

Event description:
"History/comorbidities: no information available. It was reported that the patient underwent a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2010. Imaging studies utlimately showed that patient had developed uncontrolled bone growth resulting in nerve compression at or near where infuse was implanted. Subsequently, patient suffered severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish." No further details are known at this time.